Manufacturer narrative:
Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a). Evaluation conclusions are reflected.

Event description:
Complainant reports "2 of 10 valve leaked, mainly on the white side when it was closed, sometime at the bottom."